Manufacturer narrative:
According to the complainant, the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the wife, that her husband was hospitalized. No further information was gathered.